Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were in the room with their family member while the family member was having diathermy done about a week ago and they were in the vicinity of the machine. The patient stated they noticed a couple days later after the procedure that their stimulation was acting "kind of weird". Patient stated their family member was supposed to have the same procedure done today and they overheard someone telling a patient with a pacemaker that they couldn't have the diathermy machine used on them and the patient thought "wait a minute. I have a machine that is similar to the mechanism of a pacemaker" so they opted to leave the room and they decided to call patient services to inquire about compatibility for diathermy. The patient stated they hadn't even known at the time that it was diathermy therapy being done. Patient just told them and their family member that they would be applying 'heat' to the arm. Patient services reviewed diathermy as a contraindication for the therapy with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue and to check the implanted system. Patient to reach out to their hcp. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.